Event description:
It was reported that the customer required medical intervention due to a low blood glucose reading of 10 mg/dl. The customer stated that she ate a candy bar and went out to eat and had had 2 drinks. She passed out when she arrived home. She reported that she did not have enough protein in her body leading up to the low blood glucose levels. She was treated with an intravenous drip at home for her low blood glucose by paramedics. She declined troubleshooting assistance, stating that she wanted to speak with her doctor. She stated that she just came home and took insulin for her meal, and her blood glucose levels rose. She switched her insertion site and insulin bottle. The high blood glucose reading was 366 mg/dl. The customer stated that she was taking precega, which should be dropping her blood glucose levels, but she reported that she had been having high blood glucose for the last few days. Troubleshoot to be continued when tubing clamps are received. None further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.